Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 140 units of insulin, and the insulin gauge was displaying a fill estimate of approximately 20 units more than what the customer expected to see. Reportedly, the customer experienced fluctuating blood glucose (bg) levels (highest of 380 mg/dl, and lowest of 58 mg/l). To address the elevated bg level, the customer delivered a correction bolus. To treat the low bg level, the customer consumed apple juice. During a follow-up call on (B)(6) 2017, the customer walked through the load process with tandem technical support, and loaded a new cartridge successfully and received an accurate fill estimate.